Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The cause of this was thought to be due to a fractured right ventricular (rv) lead, however the model/serial information of this product was not able to be obtained. Surgical intervention was performed and the rv lead was abandoned and the patient received a new subcutaneous implantable cardioverter defibrillator system. The ICD remains implanted and there were no additional adverse patient effects reported.